Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2026 when the emergency backup battery (ebb) was replaced in the outpatient setting, as the same alarm had recently occurred the system controller was replaced.